Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem of "a bad connection at the scope socket" could not be confirmed. A full inspection performed on the unit found the scope socket functional, however, no image was produced when the device was tested with 180 scopes; the cause of the failure was assigned to failed ap and dr boards.

Event description:
The user facility reported to olympus a "bad connection at the scope socket" when using the evis exera iii video system center. There was no patient injury or harm reported to olympus. The user facility was unable to provide additional information.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was failure of the ap and dp board.